Event description:
PICC found leaking at site where catheter connects to hub. Removal of the PICC was required.

Manufacturer narrative:
The device was returned to vygon for evaluation and complaint investigation. The results of this investigation are still pending, and will be communicated to FDA within 30 days of its conclusion.